Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage underwater testing were performed, and no defects were observed that would generate a leak. Priming was performed and no defects were observed. Functional testing was performed and the set worked according to specification. A simulated therapy was performed using gravity and an infusion pump and no defects were observed. A water referee back pressure test with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspect lot was r23a12024. D4: the full UDI # was not provided as the lot and expiration date of the alleged lot was not known. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the y-site (clearlink) despite having a green alcohol cap in place. This was observed during patient infusion while running total parenteral nutrition (tpn). New fluid would be placed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.